Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The received complaint needle presented no anomalies. The needle could be successfully attached to another sample omnispan applier. The root cause for this failure was found to be the omnispan meniscal applier. (B)(4) was initiated and the applier has been forwarded to the supplier for further investigation. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint, and one dissimilar complaint of any type for this lot of (B)(4) devices that were released to distribution. The complaint with similar failure could not be confirmed as the applier returned presented no anomalies, but the needle was not returned. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The meniscal needle didn't fit on the deployment gun, because the site of attachment on the gun is incorrect. For remedy the surgeon performed a partial menisectomy which extended the procedure time by a few minutes. They are not reporting any patient consequences. Also see associated MDR 1221934-2013-00290.